Event description:
Hospitalization case description: spontaneous report received on 14-dec-2007 from a pharmacist regarding a female arthritis patient. The patient received synvisc, administered via intra-articular route at a dose of 2 ml, 1x/w. The patient's relevant medical history includes an allergy to corn or corn derivatives. The patient was hospitalized at some point in the general time frame after receiving synvisc, that may have been related to the patient's having an allergy to corn or corn derivatives, according to the pharmacist. Further details about the exact symptoms the patient experienced that led to the hospitalization were unavailable. The pharmacist called to ask if there were any corn or corn derivatives in synvisc. As of the date of receipt of this report, the patient outcome was unknown. The pharmacist assessed the relationship between hospitalization and synvisc as possibly related.